Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power cord be returned for evaluation. The product was received at medela 09/25/2013. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusion can be made as to the cause of the event. In the follow up with the customer, she indicated that there was a breach in the transformer housing. She pumps 3 times a day and plugs in/out the transformer about 1 time a day. She indicated that she did not witness any sparking, fire, or flame and that no injuries were sustained as a result of the issue.

Event description:
Customer stated the screws on the power adaptor are loose causing the transforming housing to separate and fall apart. Damaged transformer housing - breach present.